Event description:
Distributor contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. At the time of contact with dexcom technical support, distributor did not report any medical intervention or injuries.